Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this epicardial pacing lead exhibited lower than expected ventricular pacing lead measurements that were stored in the device's memory.